Event description:
It was reported that x-rays confirmed that the lead had migrated two vertebral bodies. As a result, patient is not longer receiving effective therapy. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy restored.